Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported clinic visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer was diagnosed with hyperglycemia. The customer was treated with IV fluids and insulin injections. When the pod was removed, it was noticed that the cannula was bent.